Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced sa node damage and atrial flutters. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation and redo ablation for atrial flutter, a farawave catheter was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the farawave catheter. The procedure began with groin access and placement of a cs catheter, followed by pacing maneuvers to induce the patient flutter. The cavotricuspid isthmus (cti) was mapped with a non-boston scientific (bsc) catheter and determined to be blocked. Transseptal access was obtained, and the left atrium was mapped, revealing collision on the lateral wall, after which right atrial flutter was confirmed. The farawave catheter was advanced, and an ablation line was performed on the posterior wall from the superior vena cava (svc) to the inferior vena cava (ivc), causing a change in flutter activation. Svc dedicated ablations were then performed with the farawave catheter in basket configuration, and mapping of the left atrium revealed a mitral flutter. The farawave catheter was used to create an anterior mitral isthmus line, which terminated the flutter. It was subsequently realized that the sa node was damaged, requiring pacing from the coronary sinus (cs), and a non-bsc pacemaker was implanted into the right atrium. It is believed that an unintentional ablation done near the sa node caused a loss of atrial depolarization. A watchman device was also implanted. The patient stayed overnight for monitoring and was discharged the following morning with no further complications. The patient fully recovered from the event. The farawave catheter is not expected to return as it was disposed.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced sa node damage and atrial flutters. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation and redo ablation for atrial flutter, a farawave catheter was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the farawave catheter. The procedure began with groin access and placement of a cs catheter, followed by pacing maneuvers to induce the patient flutter. The cavotricuspid isthmus (cti) was mapped with a non-boston scientific (bsc) catheter and determined to be blocked. Transseptal access was obtained, and the left atrium was mapped, revealing collision on the lateral wall, after which right atrial flutter was confirmed. The farawave catheter was advanced, and an ablation line was performed on the posterior wall from the superior vena cava (svc) to the inferior vena cava (ivc), causing a change in flutter activation. Svc dedicated ablations were then performed with the farawave catheter in basket configuration, and mapping of the left atrium revealed a mitral flutter. The farawave catheter was used to create an anterior mitral isthmus line, which terminated the flutter. It was subsequently realized that the sa node was damaged, requiring pacing from the coronary sinus (cs), and a non-bsc pacemaker was implanted into the right atrium. It is believed that an unintentional ablation done near the sa node caused a loss of atrial depolarization. A watchman device was also implanted. The patient stayed overnight for monitoring and was discharged the following morning with no further complications. The patient fully recovered from the event. The farawave catheter is not expected to return as it was disposed. It was further reported that the adverse event was believed to be a result of an accidental ablation of the sinoatrial node in the right atrium.